Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.